Event description:
The facility reported an infusion pump with error 403. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any patient incident involving the pump since the last baxter service event and no pt injury had been reported. No additional contact info was available.